Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high impedance measurements and helix damage. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and the helix damage were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. The tip of the lead was not bent, and helix was not damaged. Visual and x-ray inspection of the lead did not find any anomalies.